Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient¿s implantable neurostimulator (ins) was turning off in the middle of the night. This reportedly happened every night since last sunday, except 2 nights ago. The issue reportedly began 2 weeks ago. The patient had a CT scan of her right leg 3 weeks ago. It was reported the patient kept a diary and looked at it on the days where the ins was turning off, and the diary indicated the ins was ¿on the entire time.¿ no scheduled therapy or cycling was programmed. It was confirmed that the patient was hitting the ¿on¿ button at night and using the patient programmer correctly. Impedances were within normal limits. There were no reported falls or trauma related to the event, but the patient reportedly ¿falls a lot.¿ the patient¿s therapy was excellent other than the stimulation was turning off by itself. It was noted the ins use was 99%, and the ¿last session¿ was (B)(6) 2013. The ins was reportedly off for about 3 days total since the last session. The patient¿s typical recharge interval was 12 days, last on (B)(6) 2014, but the patient reportedly charged last saturday. It was reported the patient got shocked when the ins was turned on/off. It was reported the patient was programmed to very high amplitudes. Additional information received reported the patient had not had issues since the manufacturer representative had met with her. The patient was getting great stimulation and was very happy.

Manufacturer narrative:
Concomitant products: product ID 3778, lot # va077ln014, implanted: (B)(6) 2013, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient had a battery replacement due to the device having a problem with the leads dropping, kinking, and shocking her. The battery pack also had a short in it. This event will be updated if additional information is received for this historical event.